Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed that the power switch of the device was broken. There was no other issue found.

Event description:
As reported for this event, the device has a broken power switch. There is no reported patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed, that device there were no abnormalities, special adoption, or variations in manufacturing. The design of the power switch of this device was changed to improve the resistance of it to damage. This countermeasure is implemented in manufacturing from november 26, 2013. This device was manufactured, before said implementation. Root cause of the issue of the broken power switch cannot be conclusively determined. However, it is likely that long term usage has led to this issue.